Manufacturer narrative:
E1 - event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a frozen screen. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue. After finding the possibly related error code 63 in device logs, the touchscreen assembly was replaced as precautionary measure. Product passed all functional and safety tests per manufacturer specifications.